Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the sidekick support catheter that are cleared in the us. The pro code and 510 k number for the sidekick support catheter are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 09/2023. Device not returned.

Event description:
It was reported that during a recanalization procedure, there was resistance felt upon insertion and the catheter was allegedly unable to be advanced through the sheath over the guidewire. It was further reported that the tip of the catheter was found peeled. The procedure was completed by using another device. There was no reported patient injury.